Manufacturer narrative:
H4: the device was manufactured between (B)(6), 2019 to (B)(6), 2019. H10: twenty-five (25) devices were received for evaluation. A visual inspection was performed on all the returned samples, and particulate matter was not observed in any of the samples; however, defects were observed in two (2) of the returned samples. The fill port connector thread of sample 1 was damaged and it was also observed that the fill port cap thread of sample two was damaged. The cause of the damaged thread could not be determined. The reported condition of particulate matter was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that white foreign material was found in twenty-five (25) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. This was identified prior to patient use. There was no patient involvement. No additional information is available.